Event description:
On (B)(6) 2010, a respiratory therapist reported hearing a high pitched leaking sound from the back of inomax ds, # (B)(4). She states she experienced a headache while trouble-shooting the device that lasted approx 2 hrs. She treated the headache by stepping outside of the pt's room and drinking water. The headache resolved and the respiratory therapist states there was no harm to pt. The device was replaced with another unit and returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported hearing a high pitched leaking sound from the back of inomax ds, # (B)(4). Evaluation summary: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leaked stopped and was corrected. The root cause of the incident was a failed pressure switch.